Event description:
Patient with a history of hypertension and hypercholesterolemia, developed increasing angina over two weeks and angiography revealed left main and severe three-vessel coronary artery disease. The patient underwent opcab with placement of the lima to the lad; the svg to the rca, ri, and om with connectors. The patient had an uneventful postoperative course but presented five months postoperatively with an abrupt onset of chest pain and inferior st-segment elevation. Aspirin, heparin, and IV nitroglycerin were given with rapid resolution of st segment elevation and symptoms. Emergent angiography revealed that all three svgs had greater than 90% ostial stenoses at the junction of the connectors, with the svg to rca also having a long proximal 40% stenosis as well as timi ii flow. Successful percutaneous coronary intervention (pci) of all three svgs was performed. The svg-rca and svg-ri were stented and three days later, the svg-om was stented. In 2003, the patient was readmitted with unstable angina and angiography revealed ostial restenosis of all three svgs. The svg-rca had a 90% ostial in-stent restenosis and a 60% stenosis extending approximately 25mm beyond the stented portion. The svg-om also had an 80% ostial in-stent restenosis and the svg-ri was subtotally occluded at the ostium. The in-stent restenotic lesion of the svg-rca was treated with a balloon and the lesion beyond the stent was stented. The svg-om was difficult to wire, the ivus catheter would not pass through the ostium, and the area was dilated. Intracoronary brachytherapy was applied to both svgs. The subtotally-occluded svg-ri could not be wired, despite bringing the patient back two weeks later for another attempt. The patient has had no recurrent angina.